Event description:
It was reported that the patient experienced recurring incontinence with his artificial urinary sphincter. The patient underwent surgery and after the incision, the surgeon realized the cuff was placed too distal. The device was replaced. There were no further patient complications.